Manufacturer narrative:
Batch review performed on 04 august 2021: lot 188580: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 3 weeks after primary. The surgery was completed successfully.